Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the electrode belt failed an incoming functional test. The cause for the failure was isolated to a shorted pulse wire in the ECG-a to ECG-b cable. The root cause for the shorted wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the shorted wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check belt messages. The patient was issued a replacement electrode belt.